Event description:
The patient reportedly experienced draining from the ear canal of the implanted ear. The patient was prescribed with ear drops (type unknown). Advanced bionics is in the process of gathering further information; once further information is obtained a supplemental report will be submitted.